Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Due to the returned condition of the instrument, no functional test could be performed to evaluate the reported incident of clip malformation. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found to be damaged; which suggests that the lockout was fired through. No conclusion could be reached as to what may have caused the reported incident of malformed clips.

Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did this same issue happen throughout one case or on multiple cases? Only one case. Were all complaints reported? Yes. Did any leak occur? No leakage.

Event description:
It was reported that during an unknown procedure, once the clips were places to close the cystic duct and the cystic artery, they didn¿t tighten well. It had already happened previous, and the surgeon had to remove the malfunction clips and replace them with other clips applied with poliuse instruments. Another like device was used to complete the procedure. The procedure was prolonged for an unknown amount of time. There was an unknown risk of leakage from the cystic artery and duct. There were no adverse consequences for the patient reported.